Manufacturer narrative:
(B)(4). This MDR is related to 1416980-2018-02396. The customer originally reported nineteen (19) leaking samples of an unknown lot number. Upon receipt of the samples, sixteen (16) samples were identified to be from lot 60102487 (reported in 1416980-2018-02396) and three (3) samples were identified to be from lot 60099762 (reported in this MDR). Three (3) unused samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling one of the bags with water and firmly squeezing the bag. No leak was identified from the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml exactamix eva tpn bags had leaked from the seam. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.